Event description:
Additional information received from a healthcare professional reported the motor stall recovered and the patient was doing well. No further information was provided on what was done to resolve the issue. It was noted that an emergency room (ER) doctor treated the patient. No further information was provided.

Manufacturer narrative:
Additional review determined the following device code no longer applies to this event: (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient had 2 mris (magnetic resonance imaging), one on the (B)(6) where logs show a motor stall and motor stall recovery. The 2nd MRI was on the (B)(6) and logs show a motor stall at 15:56 with no recovery. It had been more than 2 hours since the patient exited the MRI field. The mris were not related to the device or therapy. There were no patient symptoms reported. The patient was in-patient at the time of report. The pump was used to infuse prialt. No interventions or event outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.